Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges that the motor brake is not completely locking. The chair will roll about 3 inches or more when securing.